Manufacturer narrative:
A visual inspection of the returned device revealed that the push catheter was kinked and bent in multiple areas. The guide catheter was separated from the push catheter. The guide catheter wire was broken, with one end still attached to the guide catheter. The broken end of the wire was bent and curved. This was most likely caused by the forceps used to remove the broken guide catheter and wire. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
(B)(4), no code available (therapy/non-surgical treatment, additional). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the deployment of the stent, difficulty and stiffness of the device and the guide catheter broke inside the patient. The broken guide catheter and stent were removed from the patient. The procedure was successfully completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the deployment of the stent, difficulty and stiffness of the device and the guide catheter broke inside the patient. The broken guide catheter and stent were removed from the patient. The procedure was successfully completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in stable condition after the procedure.